Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated therapy had been turning off intermittently for over a month and that the episodes appeared to be occurring more frequently. The patient reported attempting to recharge and check the equipment during these episodes, but noted that therapy would turn off again, and the therapy app sometimes displayed messages indicating the communicator was not detected or that the connection was in progress. The patient stated they typically maintained the implanted neurostimulator battery at approximately 30%. During the call, the patient was guided to close all applications and reconnect using the therapy application. After which, the patient successfully synchronized with the implanted neurostimulator, turned therapy back on,and confirmed that the external equipment was working as expected. The patient asked why therapy continued to turn off, and it was reviewed that therapy may stop when the battery level becomes too low. Pss asked the patient whether they use the recharger app to track their progress and charging quality, and to confirm 100%, but the patient did not. Recharging practices were reviewed, and the patient was guided through using the recharger to initiate a charging session and confirm synchronization with the implant. The issue was resolved through troubleshooting, and the patient was advised that if it persisted after maintaining a full charge, they should follow up with their healthcare provider for further evaluation.